Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred on date (B)(6) 2012 at 10:26 with a drain volume of 3274ml during cycle 3. The largest prescribed fill volume of 2000ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Date has been corrected to reflect when the complaint was received by a baxter representative for the increased intra-peritoneal volume (iipv). (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The device failed homechoice return instrument test/evaluation (rite) functional but homechoice rite electrical safety analyzer testing passed specifications. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Baxter will continue to monitor similar reports to determine if further actions are required.